Manufacturer narrative:
The cited device was evaluated by a belmont service technician. It was identified that the bobbin coil and heater disk were damaged by blood contamination. A possible source of this blood contamination is from the disposable set deforming and leaking inside the unit as a result of a clot forming in the set. This could have led to the report of burning odor and smoke from the device. No evidence of a fire was confirmed however through the inspection of the unit. The disposable set was not provided for investigation, therefore further investigation could not be performed. All 3-spike disposable sets are 100% leak tested and visually inspected prior to release. Belmont contacted user facility to collect additional information regarding the event on: august 29th, september 13th, september 26th, october 9th and november 17th however this information was not provided. A precise root cause could not be determined. The blood contamination was cleaned,the device was system tested and passed with no issues. Retraining will be offered to the customer to ensure the staff are aware of compatible fluids with the device. Belmont will continue to monitor this type of incident closely and take further corrective and preventive actions if required.

Manufacturer narrative:
Internal complaint file (B)(4) has been logged for this incident for traceability. The ri-2 involved in the incident was not returned to belmont for evaluation. No patient impact was reported as a result of this incident. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser exhibits the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. There is no information available indicating what was used to prime the system. The operator's manual consists of following note: prime the main system with solutions compatible with blood products. Do not prime with blood or blood products. The operator's manual provides instructions on installing the disposable set and additional recommended operator actions. In order to investigate the reported issue, belmont requested additional information on august 29th, august 30th and september 13th but, to date we have not received any response from the user facility. Without results of the device investigation, no conclusions can be drawn at this time. A follow-up report will be submitted once the investigation is complete and additional information becomes available.

Event description:
The biomed reported that ri-2 having serial number (B)(6) was being used when a burning odor was detected, and smoke was seen coming from the unit. When operators looked a flame was claimed to be observed in the chamber. Operators stopped using the device at that time and attempted to utilize a separate unit. After the event, the device was sent to biomed. No patient impact / injury occurred.